Event description:
On 6/29/2008, the pt reported the down button on her insulin infusion device is not properly working. She stated she believes this has contributed to her elevated blood glucose readings over the past few months. She stated she has had readings in the 300's mg/dl every third day with her target reading being 100 mg/dl. She stated she has had no symptoms and treats her readings by using the "quick bolus" feature. She said she does not wait to hear/feel the confirmation beeps and does not know if the boluses were delivered. To troubleshoot, the pt confirmed the time and basal rates on her infusion device are accurate and she has not rec'd any occlusion or other alarms. She stated she changes her infusion headset every 2-3 days and her cartridge and tubing every 8 days. The pt was advised to change her cartridge and tubing every 6 days. She said she has gained a few pounds. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.